Event description:
Information on a smith medical cadd administration sets - flow stop came apart at the tubing injection port. Incident occurred during the night while delivering unknown medication from 12 am to 6 am. Nurse taped the tubing end and still used tubing. No adverse patient events reported.